Event description:
This customer reported that the device disarmed at 150j during a pt event. The users were then able to deliver energy successfully. There was no negative pt impact.

Manufacturer narrative:
(B)(4): this customer reported that the device disarmed at 150j during a pt event. The users were then able to deliver energy successfully. There was no negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.